Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick? Balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported, and the patient was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: an fg maverick 2 mr, 2.00mm x 15mm catheter was returned for analysis. Visual and tactile inspection identified no issues with hypotube shaft profile. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic analysis identified no issues with the balloon and no kinks or damages with the shaft polymer extrusion. A damage with the distal tip was noted. A microscopic examination of the proximal and distal markerbands identified no damage. Functional testing was performed wherein the device was attached to an encore inflation unit, and the balloon was inflated. The device held pressure and inflated without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 20 atmospheres (atm) as per the instructions for use (IFU).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick? Balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported, and the patient was good post-procedure.